Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03482. New information received notes that the low high voltage lead impedance was observed again. It was suspected that a damaged header or septum on the device might be the cause of the low impedance trend but was not confirmed. A system extraction was discussed.

Event description:
Related manufacturer reference number: 2938836-2019-03482. It was reported that when the patient presented at a follow-up in clinic, low high voltage lead impedance was observed. It was suspected that a damaged header or septum on the device might be the cause of the low impedance trend but was not confirmed. A system extraction was discussed and the patient is stable.